Event description:
Customer reports that during a plastic surgical procedure, the needle tip broke off. The surgeon was able to retrieve the needle tip. There are no reported adverse consequences to the patient related to this event.